Event description:
A low blood glucose event was reported where the customer experienced a level of 41 mg/dl. The customer required assistance from paramedics, who provided oral glucose due to the customer's loss of consciousness. The customer was advised by customer technical support to consult a healthcare professional to discuss factors affecting blood glucose levels, and the customer acknowledged understanding this recommendation.